Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed. Boston scientific corporation is in the process of investigating this event to understand the root cause.

Event description:
It was reported to boston scientific corporation that the sterile packaging of the interject(tm) needle was perforated. Reportedly, the issue was found at the distributor prior to delivery to the facility.

Event description:
It was reported to boston scientific corporation that the sterile packaging of the interject needle was perforated. Reportedly, the issue was found at the distributor prior to delivery to the facility.